Event description:
An overdelivery due to an operator error in programming the device. The pump was programmed at approximately 2:00pm to deliver fentanyl 1mcg/ml, instead of the intended 20mcg/ml, with a loading dose of 10mcg. Due to the concentration programming error, a 200mcg loading dose was delivered. Shortly after the loading dose was delivered, the pt respiratory arrested and a "code blue" was called. The pt was successfully treated with 0.4mg of narcan IV and manual ventilation via bag-valve-mask. The pump was removed from clinical service and the pt was switched to toradol for pain. The pt was reported as fully recovered from the event. Though requested, no add'l info was available.